Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger was stuck at the end stop. Therefore, the reported condition was confirmed. It was further noted that the device failed pre-test for guide sleeve and pin on trigger assembly was bent which damaged the receiving groove in the electronic control unit. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from that the battery oscillator device trigger was stuck at the end stop. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.